Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the peg tube was not submersible. Patient was scheduled for an endoscopy for suspicion of buried bumper. It was reported the dr. Was able to submerge the peg probe with the help of a guide wire. On (B)(6) 2025 confirmation was received the patient did have a buried bumper.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of (B)(6). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.